Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, the device had slight moisture damage found at the keypad traces. It also had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window, and broken reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad on the insulin pump was not responsive. Customer also stated that the insulin pump had cracks and chips. Customer's blood glucose reading at the time of the call was 10.1 mmol/l. Nothing further was reported.